Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of approximately 50 mg/dl. Customer suspected that cause was due to the pump software delivering an automatic bolus. No additional patient or event information provided.